Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient¿s blood glucose (bg) levels had exceeded 20 mmol/l (360 mg/dl) after wearing the pod between 24 and 36 hours on the leg. On the morning of (B)(6) 2018, the patient reported waking up feeling very sick. Overnight, it was noted that the adhesive under the pod ¿lifted up¿, causing the cannula to dislodge from the infusion site. As a result, the patient was not getting the insulin she needed and her bg levels were rising. She was then taken to the hospital for treatment where she remained for 5 days. The official diagnosis was diabetic ketoacidosis (dka). The doctor mentioned finding a high number of ketones in the patient¿s system, but an exact number was not provided. At the hospital, the patient was treated with insulin and intravenous (IV) fluids. No medications were provided. The patient mentioned that the pod¿s adhesive ¿wasn't as sticky as normal¿. Additional details pertaining to the condition of the device could not be provided, as the device was reportedly discarded.